Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: xi robotic assisted tlh bso lnd. Event description: applied medical representative was present within the case. The surgeon mobilized the left pelvic node then through the assist port the first assist introduced the cd003 and fully deployed the bag. The surgeon attempted to place the specimen into the bag with the robotic arms, fenestrated bipolar forceps and graspers, the bag then slipped off the metal prongs. The first assist removed the introducer with the bag still attached by the string. Then opened a second cd003 and successfully removed the specimen. Product is available for return. Additional information received on 21sep2023 via email from: no patient injury occurred. It appears that the bag fell off the metal supports, but the bag is still inside the introducer, and I did not want to tamper with the device so the internal team could investigate when it arrives at home office. It was not visible on the monitor laparoscopically if the tips of the supports exposed inside the patient. Additional information received on 12dec2023 via phone call from account manager: metal prongs were exposed inside the patient. Actuator was retracted before removing the device from the patient/trocar. Intervention: a second cd003 was used to successfully remove the specimen. Patient status: no patient injury occurred.